Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received high voltage therapy for suspected atrial fibrillation (af) with rapid ventricular response. Additional information received indicated occasional right atrial (ra) lead undersensing on stored electrograms. The cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in use. No further patient complications have been reported as a result of this event.